Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their implant started doing some "funky things" yesterday. Patient stated that for 4-4.5 hours yesterday it was vibrating every 10 seconds and sending a shock down their buttocks into their leg. This all came on very suddenly and "out of nowhere." Patient said that yesterday they were in pain with the shocks and that finally stopped, but now they are feeling a burning sensation where the implant is on the side of their buttock. The patient also mentioned that they have been going to the bathroom more frequently since yesterday or the day before. Agent asked patient if they had any recent trauma to the area, and patient stated that about a week and a half ago they took a fall off a balance board at work and landed on that area. Prior to calling, the patient tried to connect to their implant to turn stim off, but they were getting a picture of a doctor with a phone and an exclamation point inside of a triangle. Patient confirmed that they did not get a code with this screen. When the patient tried to recreate this screen on the call, they got a question mark symbol followed by a por message. The agent reviewed the patient's battery, likely about to die or be dead, and found that their symptoms are not typical of batteries dying. The patient was redirected to their healthcare provider to further address the issue. Patient had initially called them and was instructed to call mdt. Agent reviewed visiting the ER if symptoms worsen suddenly or severely before next appointment. Patient will be seeing the managing hcp's nurse practitioner on the 29th of this month. Patient stated they would be calling their managing hcp's office back tonight with an update.